Event description:
Paramedics connected the device to a pt with a heart rate of approx 30 beats per minute. A decision was made to pace the pt with the device. Reportedly, when the device pacer was powered, a pacing leads off alarm was observed. The operator checked cable connections, and the alarm ceased, but the operator was allegedly unable to increase pacing current above 0 ma. The pt was resuscitated.